Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The gender of the baseline characteristics is male and the baseline (B)(6). Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: applicability of a novel delivery system in the context of left ventricular lead implantation at optimal position in cardiac resynchronization therapy: a single center experience. Experimental and clinical cardiology. 2014;20(7):1023-1040. (B)(4).

Event description:
A journal article was reviewed which contained information regarding the left ventricular (lv) lead placement using a catheter delivery system and left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article reports that using the catheter delivery system, the left ventricular (lv) leads were not able to be placed due to patient anatomy, high pacing thresholds, and phrenic nerve stimulation (pns). The article concluded that the use of this catheter delivery system was ¿effective and safe¿ and ¿may improve¿ success rates for left ventricular (lv) lead implantation. No patient complications have been reported as a result of this event.